Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 17-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager attached to the device had failed and would not open. The field service engineer (fse) replaced the two microswitches on the latch and readjusted the smart remote manager housing. The fse ran the hardware test application test, and it passed successfully. The user successfully completed an inventory transaction using the smart remote manager, confirming proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager attached to pmc-cath was failed and would not allow to open, facility had attempted to reboot device, but issue still persisted the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.